Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in the severely calcified and mildly tortuous posterior descending artery of right coronary artery. After performing plain old balloon angioplasty, a 2.50 mm x 20 mm promus element stent was attempted to be delivered but met resistance at the calcified area and could not advance further. When device was removed, they noticed that the edge of this stent had been deformed and lifted. The device was exchanged to a smaller size, a 2.25 mm promus element plus stent and the device was successfully delivered and deployed. No patient complications were reported and the patient's status is good.